Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was experiencing high capture threshold. During the rv lead revision procedure, the helix of the rv lead failed to be extended. The rv lead was explanted and replaced with an alternate rv lead. The patient's condition was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 58.0 cm with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.